Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation nonce it is completed. Method: a sample device was returned and is currently under investigation.

Event description:
User facility reported device was in use when a crack in the inflation line was detected. The tracheostomy tube was replaced, emergently. No adverse effects to patient reported.